Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the sensors are only lasting four - five days instead of seven days and has been short due to early failure. The patient's blood glucose level was low. He was with his doctor when it happened and had ambulance came to him and was treated via IV. Bf-38, coke and blueberry. The blood glucose was 38 mg/dl and was hospitalized in the afternoon for one hour. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on 06-aug-2025. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6003021 was manufactured according to the work instruction (wi) version 77 on 02-sep-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded trending: a query was run in database on 06-aug-2025 against signs of untreated hypoglycemia that patient is unable to self-manage requiring intervention by a health care professional (hcp) or requires emergency advanced life, malfunction code no malfunction describe and lot 6003021 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.